Manufacturer narrative:
Concomitant medical products: 680r30, heart ring, implanted: (B)(6) 2018; 40025, tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.